Event description:
Distributor reports pt self-tester generated results lower than reference with the protime microcoagulation system . Pt tested on her protime instrument on (B)(6) 2012, generating result of 1.5 inr and on the same day, laboratory result was 2.2 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial (B)(4).